Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, the pump would turn on when plugged into a power source momentarily, and then the screen would shut off. This occurred despite plugging the pump in to multiple power sources. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to another pump for insulin therapy.